Event description:
A pt reported experiencing inaccurate high results with a one touch ultra meter. The pt's blood glucose results were 237 compared to the labs 175mg/dl. Tests were done within 10 mins. Pt had eaten something 40 mins prior to the lab test. Pt did not report any adverse events. No further info has been reported.